Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the implant procedure, noise was detected on the right ventricular lead when it was connected to the pacing system analyzer. The physician claimed the noise was a lead issue and not a connection issue. The lead was explanted and replaced. The patient was stable.